Manufacturer narrative:
On (B)(6) 2021, the device was successfully explanted. Surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient intervening with the wound, patient engaging in any physical activity, including twisting, stretching have been ruled out as potential causes. However, an incorrect surgical technique was used.the implanting clinician explained to the clinical representative the erosion happened because of an improper pocket technique: the coil was not placed deeply enough or fastened to the fascia. The implanting clinician stated an infection was not present. The implanting clinician and the patient agreed to perform a revision after the patient is fully healed from the explant. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The cause of the erosion is due to incorrect surgical technique due to clinician user error.

Event description:
The tail end of the lead eroded out of the patient's skin and needed to be removed.